Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Patient's mother claimed that receiver had been exposed to moisture. Dexcom technical support advised patient to restart device on (B)(6) 2014.